Event description:
The patient reported that they had a previous ins that had to be explanted because it would not charge. They noted that it was not a medtronic stimulator. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).